Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/30/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was sxpp1a401. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle was submitted fractographic evaluation on march 6, 2026. The component was identified as product code sxpp1a401. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was mixed mode, composed of microvoid coalescence and transgranular cleavage. This was a mixed mode fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that patient underwent an unknown ob-gyn surgery on an unknown date and barbed suture was used. The body part of the needle was broken during fasciorrhaphy. It was not a control release needle. When the needle broke, a needle piece fell into the surgical field and was immediately picked up. Most likely, no x-ray or CT was performed. Additional suture was performed to complete the case. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: o did any needle piece(s) fall into the patient? If yes, was\were the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece(s)? Was there any additional tissue damage as a result of searching for the needle piece(s)? If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please explain. Please provide the lot number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.